Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.